Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump exposed to moisture and reservoir was leaked as well as o-ring was missing. The customer¿s blood glucose level was 300 mg/dl. Customer was assisted with self test and customer was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshooting. The insulin pump will not be returned for analysis. Reservoir was not returned for analysis.